Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/5/2022, it was reported by a sales representative via medwatch email that the tip of an ar-3371-4000 arthroscope sheath broke off inside the patient. The broken fragment was retrieved. This was discovered during a shoulder joint fracture procedure on (B)(6)2022. No further information has been given.